Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant of the device there was oversensing and noise despite the lead having excellent measurements. It was noted that the noise was similar to grommet noise. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.